Event description:
As reported by our edwards lifesciences japanese affiliate, during the transfemoral transcatheter aortic valve replacement (tavr) procedure of a 26 mm sapien 3 ultra resilia valve, after a balloon aortic valvuloplasty (bav) was performed with a 23 mm edwards balloon catheter, aortic regurgitation (ar) and mitral regurgitation (mr) with hypotension developed. The procedure proceeded. Adrenaline was administered prior to valve deployment which resulted in the patient's blood pressure increasing to more than 300. The 26 mm sapien 3 ultra resilia valve was implanted in the 80/20 (aortic/ventricular) position. Post valve deployment, hypotension was noted, and a cardiac massage was performed. The blood pressure began to lower. An angiography was performed, and the top of the valve stent appeared to be stuck at the sinotubular (st) junction. A transesophageal echocardiogram (tee) was then performed and revealed an increase pericardial effusion. The patient was monitored for approximately 40 minutes while under blood pressure control. The blood pressure remained stable in the 100s, and the pericardial effusion did not increase further; however, a decision was made to perform a pericardiocentesis. Approximately 50 ml of blood was obtained and analyzed. Due to suspicion of an annular rupture, a thoracotomy was performed. The pericardium was opened and there was no accumulation of blood observed. There was also no dissection observed around the sinotubular junction (stj) and sinus of valsalva (sov). Further assessment did reveal an ascending aortic dissection. A non-edwards patch was attached, and the patient was transferred to the intensive care unit (ICU).

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall transcatheter heart valve (thv) procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient factors (such as moderate calcification) and/or procedural factors may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : device remains implanted.